Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was discarded by the user and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder (aco) and 9f amplatzer torqvue 45°delivery system (dtv45) were selected for use. During the procedure, the device was deployed in the left atrium but the left atrial disc didn't deploy in the intended shape. The device was retracted into the delivery sheath and deployed once again; however, the deployment issue persisted. The device was removed from the patient, replaced, and the procedure was completed with no adverse patient consequences. The procedure time was not extended due to the reported issue. The occluder (lot unknown) and sheath were discarded by the user. No additional information is expected.